Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. A second system checkout was performed and hardware tests failed. The positioning sensor unit (psu) led was orange and the psu was replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the amber fault light on but it came on after a short time. A check of the event log indicated intermittent illuminator current low events. Was not able to run the accuracy test (aak) due to the hardware fault. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the error light of the positioning sensor unit (psu) lit up. There was no problem with recognition. The replacement of the psu was scheduled. The surgery was completed with the navigation device and there was no impact on patient outcome.